Manufacturer narrative:
Hp cable is damaged, water solenoid cannot hold water pressure, both parts have been replaced, unit calibrated and tested to meet factory's specs, no other faults found.

Event description:
While using a g136 scaler, the handpiece and insert were getting hot; no injury resulted.